Event description:
During MRI of the chest, a momentary flame or "flash" and smoke were observed coming from sleeves that had been placed on the pt's arms to reduce image artifacts. The pt had been lying in the MRI with hands crossed and resting on the imaging coil that had been placed on the upper abdomen and lower chest region. The flame and smoke came from the area where the sleeves were crossed and resulted in holes with burnt edges in the sleeve material and in the pt's gown.